Event description:
It was reported that the support arm for the ventilator broke. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation of the reported complaint has now been finalized. Visual inspection of the returned support arm confirmed that it broke at the joint nearest to the bracket. The support arm is a casting, and it most probably developed a crack at an earlier occasion either by overloading or impact, and this led to the reported breaking. This implies that the support arm has been exposed to mechanical force that is above the designed specification. The support arm has been successfully tested for mechanical strength and is designed according to standard. It is unknown under which circumstances the support arm broke.

Event description:
(B)(4).